Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided. No additional patient information is available at this time.

Event description:
The customer reported false decreased ict results when processing on the architect c8000. The following data was provided: patient 1: initial result of 125 and retest of 132 mmol/l. When retested a few days later the result was 112 mmol/l. Additional testing of sodium generated results of 135, 137, 140, and 141. Past sodium levels have been 132, 135, and 136 mmol/l for this patient. The customer uses a normal range of 135 to 145mmol/l for sodium. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, trouble shooting, a search for similar complaints, review of analyzer service history, a review of tracking and trending data, and a review of product labeling. The field service representative noticed loose tubing connection on the aero c8k 1ml syringe. The fsr reconnected the aero c8k 1ml syr (09d41-02) which was considered the likely cause, and the issue was resolved. No contributing factors were identified. A search for similar complaints identified no adverse trends with regard to discrepant patient results. Tracking and trending did not identify any systemic issues or adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.